Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be unknown. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:33:59. During night drain cycle four, the patient's ultrafiltration reading was 2008ml, indicating the home patient (hp) drained 2008ml more than their maximum programmed fill volume of 3000ml. No additional information is available.